Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported by the patient current back pain and leg problems similar to a pinch nerve and numbness since the procedure. Additional information received confirmed that the patient's implanting physician indicated that the patient had a pre-existing pack pain before the procedure. No clinical sequelae were reported and the patient will be monitored by the physician.